Event description:
The customer initially reported that their device would not pass its user test. After additional evaluation of the device, the customer observed that the defibrillation therapy cable which was connected to the device was causing the device to fail the user test. The customer indicated that the cable would not allow the device to recognize a patient load and would also not allow the device to deliver defibrillation therapy. There was no patient use associated with the reported device issue.

Manufacturer narrative:
(B)(4). The customer advised physio-control that after replacing the defibrillation therapy cable assembly, proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The customer stated that the therapy cable had visibly frayed wires and appeared to be broken internally, close to the connector. The device was not returned to physio-control for evaluation.